Manufacturer narrative:
The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product meets the required specifications and release criteria. On-qualified viscoelastics were provided. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). Non-qualified viscoelastics were provided. The IFU instructs: during device preparation and implantation of the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the iol (intraocular lens) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Information was provided to the training group to review for refresher training or other needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery they have pressed the piston for too much so that it does not take the lens. Additional information has been requested but is not available at the time of this report. There are four medical device reports associated with this report. This is 2 of 4.